Manufacturer narrative:
Section e3, occupation is roche field systems engineer (fse).

Event description:
There was an allegation of an issue with the sample probe wash functionality on a cobas u 601 urine analyzer. The customer alleged that when performing an air purge, the sample probe does not move into the wash station and remains at the top of the rinse station. The analyzer does not display any error messages. An improperly cleaned sample probe could lead to cross-contamination, affecting patient samples.